Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: (B)(4) lot lah125? - no suture was returned for code 585 for evaluation. 2-was there an issue with the product (B)(4) lot kmp968 suture experienced breakage? - yes,sorry. From what I understand, the actual suture was breaking. Not the thread. 3- please confirm which of the products should be considered for this complaint case. - I¿m assuming (B)(4) lot kmp968

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture was breaking. A different type device was used to complete the procedure with no adverse patient consequences. No additional information was provided.